Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed but did not replicate the reported issue. Logs were able to confirm errors 48221 and therefore, able to confirm the reported event occurred in the field. Upon visual inspection, system label was found damaged unrelated to the reported event. The endoscope controller was installed into the golden system where the system functioned as expected. The golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed no errors related to the original complaint were found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the customer experienced a vision issue when the vision suddenly went off. The camera cable was reseated multiple times, but the reported issue persisted. The customer received phone assistance from the technical service engineer (tse). The customer was advised by tse to replace the endoscope, but no spare endoscope was available at the time. After power-cycling the da vinci system, the vision appeared to recover, but noticeable image noise remained. Due to concerns about image quality and reliability, the surgeon decided to convert the procedure to laparoscopic surgery. The procedure was converted to laparoscopic with no reported injury.